Event description:
I experienced serious adverse side effects after a round of coolsculpting sessions. It has affected my lymphatic system and my skin, leading to months and months and months of problems with swollen lymph nodes, acne, rosacea, weeping eczema, and dermatitis. Please for the love of god you have to make it mandatory for people to understand the risks of these fast-freezing procedures. They sell them as if nothing bad could ever happen, but nothing could be further from the truth and I regret it 100%.